Event description:
Initial knee replacement in 2003. Pt had stiffness and swelling to knee since that time. Work-up revealed loosening of their femoral component. The femoral component had absolutely no stability.